Event description:
It was reported that during a lobectomy procedure, on the first firing the device locked out in the middle of firing. To complete the case the surgeon converted to an open procedure and used sutures. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.